Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tethered cord repair, the needle broke. The surgeon continued to obtain additional sutures to continue the case. The surgical time was extended by 45 minutes. There was no patient injury.